Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. One (1) imp, tsv, 4.7, 11.5, mtx, mg (tsvtwb11) was returned for investigation. Visual evaluation of the as returned product identified the implant with signs use. The abutment and crown were attached. Unable to inspect drive feature. There was bone debris on external threads. Measurements match drawing. No signs of malfunction that would contribute to the event. Based on the evaluation, device malfunction has not occurred. Additionally, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported device that could cause or contribute to the reported events. Monthly post market trending review identified no actionable trends or corrective actions for the reported events or device. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was within specifications and likely conforming when it left zimvie. DHR review was completed for the subject lot number (1233941). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (op#150) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (1233941) for similar events and no other complaint was identified. The reported events could not be recreated due to the nature of the dental device and event, and the complaint is not related to the functional performance of the device. A definitive root cause could not be identified. However, based on the investigation, IFU and risk file review, the most likely causes determined from the investigation are clinician places implant in a patient with poor oral hygiene or parafunctional habits incompatible with long-term osseointegration of implant, clinician inadvertently selects a length of implant that is too long for the depth of osteotomy prepared. No further investigation and no immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Patient weight: unknown / not provided. Reporter last/given name: unknown / not provided. Additional PMA/510(k) number: k101880. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that bone loss and infection were noted around the implant at tooth location #14 along with a sinus lesion and purulence resulting in antibiotics and surgery. The implant was removed. Symptoms as a result of the event: abscess, pain and inflammation.